Event description:
Adverse event: swelling of the right knee. On (B)(6) 2012 - a (B)(6) female patient received artz dispo injection with xylocaine to the knees for osteoarthritis. On (B)(6) 2012 - she developed swelling the right knee. On (B)(6) 2012 - arthrocentesis was performed. On (B)(6) 2012 - her swelling improved spontaneously with no oedema. On (B)(6) 2012 - about 2 weeks later, 2 cc of clear synovial fluid was aspirated. Culture test was performed. The injection physician considered that the event was possibly related to the artz dispo because of no other possibility.

Manufacturer narrative:
This case was one of the similar six cases reported from a same facility. We are now investigating this case. Additional lot number: 2ad26p.